Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient underwent a cesarean section closed with a skin stapler, the patient developed a localized postoperative wound complication characterized by a slightly inflammatory, warm but painless necrotic area (5 cm) at the center of the surgical scar, along with a blister and the release of foul-smelling serosanguinous fluid following removal of two staples. The adverse event required surgical intervention under general anesthesia, including wide excision of necrotic tissue (2 cm margin) and debridement to healthy tissue, followed by triple antibiotic therapy, microbiology cultures were positive for streptococcus oralis/mitis and staphylococcus epidermidis. Subsequent monitoring showed persistent inflammation, elevated c-reactive protein (crp), and imaging findings of a small hydroaeric collection in the abdominal wall, leading to adjustment of antibiotic therapy and continued clinical observation, with involvement of the hospital hygiene service for infection analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.